Manufacturer narrative:
B3: date of event: approximated to (B)(6) 2021 as the event occurred in early (B)(6).

Event description:
It was reported that the device coating caused vessel occlusion, ischemia and additional intervention. A ranger 6x200x150 drug coated balloon was selected for use for an endovascular treatment (evt) procedure in the superficial femoral artery (sfa) that was severely calcified. The popliteal was occluded and below-the-knee, three branches were occluded, and there was blood flow to below the ankle via collateral flow only. Patient was considered as rutherford 3. Prior to the ranger procedure, flow was reported to be good. The lesion was predilated and after this predilation, flow remained the same as prior to the procedure. After dilation with the ranger, no reflow occurred. Aspiration was performed with an unknown suction catheter however the no reflow did not improve. It was noted that a specimen was floating in what was aspirated from the post-operative sheath. The physician considered this to be a fraction of the ranger with hydrophobic characteristic. Several days later, patient experienced limb turning black. Per the physician, this is a downstream effect of ranger. Post ranger procedure, patient was categorized as rutherford 4. Patient remained under observation with medication and flow of collateral improved and the black spots on the limb improved and condition was considered restored. Patient was downgraded to rutherford 2. It was further reported that at the beginning of the procedure, patient started with 5,000 units of heparin and added 1,000 units every hour. The procedure was completed in three hours, and a total of approximately 7,000 units were administered. Post procedure, patient was on clopidogrel and limaprost alfadex. Later, clopidogrel was changed to prasugrel due to heart-related reasons. Patient is still receiving both drugs.

Manufacturer narrative:
Date of event: approximated to (B)(6) 2021 as the event occurred in early (B)(6).

Event description:
It was reported that the device coating caused vessel occlusion, ischemia and additional intervention. A ranger 6x200x150 drug coated balloon was selected for use for an endovascular treatment (evt) procedure in the superficial femoral artery (sfa) that was severely calcified. The popliteal was occluded and below-the-knee, three branches were occluded, and there was blood flow to below the ankle via collateral flow only. Patient was considered as rutherford 3. Prior to the ranger procedure, flow was reported to be good. The lesion was predilated and after this predilation, flow remained the same as prior to the procedure. After dilation with the ranger, no reflow occurred. Aspiration was performed with an unknown suction catheter however the no reflow did not improve. It was noted that a specimen was floating in what was aspirated from the post-operative sheath. The physician considered this to be a fraction of the ranger with hydrophobic characteristic. Several days later, patient experienced limb turning black. Per the physician, this is a downstream effect of ranger. Post ranger procedure, patient was categorized as rutherford 4. Patient remained under observation with medication and flow of collateral improved and the black spots on the limb improved and condition was considered restored. Patient was downgraded to rutherford 2.